Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. This MDR represents the 3dmax light mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax light mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2018: patient was diagnosed with bilateral inguinal hernia and umbilical hernia thereby underwent robotic repair with the implant of 3dmax light meshes (right ¿ device 1, left ¿ device 2). Per op notes, ¿a palpable umbilical hernia was identified. On right, a large direct inguinal hernia was identified. A large 3dmax light mesh (device 1) was placed and secured laterally using sutures. On left side, direct inguinal hernia was noted. A another 3dmax light mesh (device 2) was placed and secured medially in same fashion using sutures.¿ on (B)(6) 2019: patient was diagnosed with recurrent bilateral inguinal hernia and umbilical hernia thereby underwent open repair with the implant of synthetic meshes. Per op notes, ¿the mesh (device 1, 2) had been rotated superiorly and patient had bilateral recurrent inguinal hernias. The mesh was well incorporated. On right, the ilioinguinal nerve was resected. A large direct hernia was identified. A synthetic mesh was placed into internal ring using sutures. On left, the nerve was resected. A small direct inguinal hernia was repaired with synthetic mesh using sutures. The small umbilical hernia was dissected out.¿